Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had an intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip found on the insulin pump during testing. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during bolus. The customer's blood glucose was 256 mg/dl at the time of incident. The customer stated that the keys started working fine after changing the battery. The customer stated that the insulin pump was working fine after reinserting the battery. The customer stated that they were using an old insulin pump since they got the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.